Event description:
Als unit responded to a pt in cardiac arrest. Paramedics attempted to attach defibrillator pads (zoll pro-padz). The wire connection for the anterior and posterior pads was missing, rendering the pads unusable. Pt was not defbrillated while in a shockable rhythm. Pt expired in the emergency dept.